Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: part: 03.111.005, lot: 9371450, manufacturing site: hagendorf, supplier: n/a, release to warehouse date: april 14, 2015, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a depth gauge for 2.0mm/2.4mm and 2.7mm screws.

Event description:
It was reported that on (B)(6) 2021, the depth gauge from the distal radius set was broken. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This complaint involves one (1) device. This report is for one (1) unk - screws: locking. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.